Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. The mechanical operation of the catheter shaft was separated from the hub. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection found spiral slitting led to the catheter being broken into two pieces. Slitting showed uncompleted on the distal portion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the back hub of the catheter broke while being slit. A different catheter was used to complete the implant. No patient complications have been reported as a result of this event.